Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician reported having placement difficulty of the right ventricular (rv) lead due to the patients tortuous anatomy. Once the lead was placed, the lead exhibited high impedance levels, high thresholds and was unable to capture. The physician chose to remove and replace the lead as they were suspicious of a potential lead fracture. No patient complications have been reported as a result of this event.